Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. Recommend monitoring at this time, and device had about a year until replacement so will recheck at that time. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. Recommend monitoring at this time, and device had about a year until replacement so will recheck at that time. The lead remains in-service. No adverse patient effects were reported. Additional information was received that commanded shock testing was performed to test the system due to rising shock impedance, where the shock that was delivered actually triggered a code 1005 for open circuit in the right ventricular (rv) lead due to the high impedance condition during therapy delivery. Technical services suggested to consider this patient unprotected and recommended a lead replacement. Subsequently, a revision was performed and the lead was surgically capped and replaced with a new device. No additional adverse patient effects were reported.